Event description:
It was reported that a er320 was used during an unk procedure. It was reported by the affiliate that the customer reports that while loading the stapler, the staples fired. There was no consequence to the pt.

Manufacturer narrative:
Sent: 02/08/1999. H6: yielded jaws. Ligaclip endoscopic rotating multiple clip applier: based upon the inquiry information received and the visual and functional results, it was concluded that the jaws had become damaged and would not form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. Each instrument is inspected thoroughly during the manufacturing process and damage of this nature would be found during inspection and testing of the instrument.